Event description:
It was reported that deflation issue occurred. The patient presented with a non-healing wound and underwent peripheral angiogram. A 3.0mm x 120mm x 150cm, otw coyote balloon catheter was advanced into the proximal right anterior tibial (at) artery and was inflated to 10 atmospheres using a mixture of 70% saline and 30% contrast. However, during removal, the proximal half of the balloon did not deflate despite several attempts. Pulled negative on the balloon with an empty 10cc syringe, and added more saline but the balloon would still not fully deflate. The device was removed, and the procedure was completed. No patient complications were reported.